Manufacturer narrative:
One device was returned for evaluation. Visual inspection under normal conditions of illumination was performed. The sample was received with remnant of blood; no other unacceptable conditions were detected in the sample. A functional test cannot be performed since the sample was received with biological contamination, according with the visual inspection the failure mode reported in the complaint was not confirmed. The root cause could not be determined since no product problem found. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the device was transfusing blood to the patient, blood was leaking out from the connection of the upper tube that is coming out of the side of the filter with the gas vent in the circuit. The circuit was changed out with a new one and then it worked fine. There was patient involvement, but no harm/adverse event reported.